Event description:
The central monitoring system (cns) screen froze up and the mouse, keyboard and touchscreen were unresponsive. The waveform and numerics for all patients were frozen. Bme power cycled the cns and ran the disk repair, this did not resolve the issue. The unit was slow to start up and shows an intel raid failure message. MFR - 8030229-2014-00020.